Event description:
It was reported by the customer that the insulin pump alarmed auto delivery shutoff. Customer stated they were driving when the device alarmed. Attempted to troubleshoot but customer disconnected call. Customer's blood glucose level was 244 mg/dl at time of reporting. Nothing further reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.